Manufacturer narrative:
The device is pending analysis and product history record review. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7 fr. 110 maxi ld pta 15 x 40 dilatation catheter was removed from the product packaging during operation preparation and the delivery shaft was fractured. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. ¿delivery shaft was fractured¿ means: cracked. There are no pictures available. The procedure was completed with another maxi ld16*40. There was no patient injury reported. Lesion vessel characteristics: inferior vena cava stenosis, stenosis diameter is 14 mm. The product is stored according to IFU, normal temperature. There was no packaging damage noted.

Manufacturer narrative:
Complaint conclusion: the 7 fr. 110 maxi ld pta 15 x 40 dilatation catheter was removed from the product packaging during operation preparation and the delivery shaft was found to be fractured. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. There are no pictures available. The procedure was completed with another maxi ld 16 x 40. There was no patient injury reported. Lesion vessel characteristics: inferior vena cava stenosis, stenosis diameter is 14 mm. The product is stored according to IFU (instructions for use) and at normal temperature. There was no packaging damage noted. The product was returned for analysis. One non-sterile 7 fr. 110 maxi ld pta 15 x 40 dilatation catheter was returned. The catheter was returned labeled as catalog 4161540l, lot number 17483978. Per visual analysis, the pouch bag was noted to be damaged. A 7.0 cm slit/ cut was observed on the back of the pouch from 84.0 cm to 91.0 cm from label side of pouch. The unit was verified to have been kinked. Kinks were found on the body shaft of catheter at 27.8 cm, at 58 cm, at 62.3 cm, at 65.6 cm, at 77.3 cm and at 106.0 cm from hub also, several kinks were observed all along the protective tube length. No other anomalies were noted. A device history record (DHR) review of lot 17483978 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft-cracked - during prep¿ was not confirmed through analysis of the returned device. However, kinked condition on unit was noted and the pouch was found to be damaged. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, shipping, handling or storage factors may have contributed to the damage as evidenced by the kinks noted on the body/shaft of the device and damage to the pouch noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.